Event description:
It was reported that an asymptomatic patient presented via remote transmission. Noise was noted on right ventricular (rv) lead and patient was brought to clinic for further checking. Upon interrogation, the physician noted noise reproduced in rv lead during isometric. No intervention was performed, the physician will continue monitor the patient via monthly monitoring check. The patient was in stable condition.